Event description:
It was reported that during a ptca procedure, the balloon ruptured at 14 atmospheres (rbp = 12 atmospheres) and a dissection occurred. The dissection was repaired with another balloon. Patient status is listed as "okay".